Event description:
On (B) (6) 2009, the patient underwent emergent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis to prevent rupture. The patient tolerated the procedure, however, the physician was not certain he had obtained adequate seal and suspected a type ii endoleak. An additional contralateral leg component not available for implant, and a planned reintervention was scheduled for the next day. On (B) (6) 2009, although no endoleak was present, an additional gore excluder aaa contralateral leg component was implanted to ensure sufficient seal of the aneurysm.

Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. Results - a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Additional device(s) related to this event.